Manufacturer narrative:
Eval summary: qa preliminary analysis of the returned device revealed no mfg related reason for the stent loss to occur. Scanning electron microscopy determined that the shaping ribbon had fractured as a result of either shear or torsional overload. Quality engineering has concluded that the shaping ribbon appears to have fractured due to tensile overload that exceeded the strength of the device. The overload most likely occurred during removal of the entrapped wire. Quality engineering will continue to monitor for this type of product issue. As part of co's quality process, all guide wires are inspected for wire integrity during the packaging phase of mfg. A review of the device mfg records found that there were no nonconformities associated with this lot of wires. This MDR is considered closed by the qa dept.

Event description:
It was reported that during a ptca/stent procedure the wire separated. Another company's dilatation catheter was used to deploy a j&j stent in a mid lad lesion. During balloon exchange with the post dilatation catheter resistance was met. Force was applied to remove the wire, which reportedly was presumed to be caught on the stent. The wire separated at that time. The patient was stable, therefore, the wire fragment was not retrieved. No attempts were made to retrieve the wire.